Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Unit passed rewind, self test and displacement test. However, the force sensor failed during prime or seating test due to force sensor zero offset out of spec. The force sensor measured to be -000.5 mv. Unable to perform basic occlusion test, force sensor test, occlusion test or verify insulin flow block alarms due to force sensor anomaly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was crack at battery compartment. The customer also stated that the insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.